Manufacturer narrative:
Date of event was noted as approximate. Information references the main component of the system and other applicable components are: product ID: 3888-56, lot# v718436, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID: 3888-56, lot# v670561, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v611146, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID: 3888-45, lot# v704660, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead.

Event description:
Information received from the patient via the manufacturer's representative reported that about a year ago the patient had a spinal fusion of their l2-s1. When the fusion was performed, the lead components of the patient's implantable neurostimulator (ins) became trapped under the rods/screws and were pushed inferior and lateral pulling the distal end caudally. This caused the leads to be pulled down in the epidural space from their point of entry (shown via x-ray) and the ins was no longer effective. The physician was unable to dislodge the entire lead that was trapped under the right rod. Four contacts and the distal end of the lead remained implanted. The remainder of the ins system was able to be explanted. The patient's status was noted as "alive - no injury". The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.